Event description:
Related manufacturer reference number: 2017865-2023-19431. It was reported that the patient presented to the hospital remotely via merlin.net on (B)(6) 2023. Upon examination, it was noted that the right atrial (ra) lead exhibited noise that was over-sensed by the implantable cardioverter defibrillator (ICD) and led to inappropriate automatic mode switch. Also, the ICD exhibited far r oversensing events. No programing changes were made. There were no other adverse consequences to the patient and the patient would continue to be monitored.